Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the device is connected to the scope tower, the visual output appears blurry and cannot be brought into focus. The event occurred during reprocessing. There were no reports of patient involvement.